Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided; therefore review of the manufacturing records could not be completed. The 510k number is unknown as this is a customer defined product. Related medwatch numbers: 2015691-2016-02845, 2015691-2016-02846.

Event description:
It was reported that when taking three dpt's (disposable pressure transducer) out of the packaging prior to use in patient, the pressure tubing was found detached at the one-way stopcock side. Replacing the set for another one the issue was solved. There was no patient involved in this case. Two devices saved and one was discarded.